Event description:
Complainant reports that the firm is experiencing needle corrosion with these particular two lots. All product was returned to the MFR for replacement. According to the report, the MFR did confirm the needle corrosion.